Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The customer tried adding cold insulin to the cartridge but received the same error. Tandem technical support had customer reload the cartridge, but the fill estimate was inaccurate. The customer follow up several days later indicating their fill estimate improved after performing another load process. . There was no impact to customers' blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted